Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va06gmv, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient did not know if the implant was really helping. It was stated that the patient self-catheterized twice a day because he was told to by his doctor. Since self-catheterizing, the patient reported better results. The patient did not catheterize prior to the implant. The patient "got the implant for the purpose of getting the pain pump." It was also reported that the patient had an electrocardiogram (EKG) and "it went crazy." Some of the lines were reportedly "out of whack." Additional information received on 2013-11-14 reported that the cause of the event was neurogenic bladder. It was stated that the patient was under the care of a neurosurgeon and pain management for multi-level spine disease. The patient experienced persistent high post void residual volumes. It was later reported on (B)(6) 2013 that a patient had the device and a pain pump implanted. It was noted that the patient had bladder problems and the patient's urologist and pain doctor were "sort of ad odds with leaving the pain pump in" with the patient's bladder problems. It was reported that the patient's pain doctor though that the patient would have to be on a catheter all the time but "that problem's over." It was noted that the patient's device was turned off and he wanted to know if it was ok to turn it back on. The patient planned to contact his doctor about turning therapy back on. It was reported that the patient had an EKG taken prior to the pain pump implant, the device was on during the EKG, and it "messed up the EKG." It was later reported on (B)(6) 2013 that the patient was instructed to turn the implantable neurostimulator (ins) off by his pain pump physician because he did not know if it "would affect anything." The patient had an appointment with his doctor tomorrow. Additional information received a week later from previous call reported that the patient turned his ins off for the pain pump implant and had not turned it back on since. It was stated that the patient saw the low patient programmer battery icon and was going to replace the batteries. The patient was reportedly given the okay to turn his stimulation back on. The indications for use for this patient is gastrointestinal/ pelvic floor. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.